Event description:
It was reported that this left ventricular (lv) lead was accidentally pierced through by a guidewire onto the side of the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was perfumed. Complete lead was returned. Puncture hole was noted in the lead insulation approximately 58 millimeters (mm) from the tip, from the guidewire escaping the lumen. Laboratory analysis confirmed the reported allegation.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was accidentally pierced through by a guidewire onto the side of the lead. This lead was never in service. No adverse patient effects were reported.